Event description:
This case was reported by a consumer and described the occurrence of blackout in a (B)(6) female pt who received gsk denture adhesive (formulation unk) (super poligrip) for dentures. A physician or other health care professional has not verified this report. Concurrent medications included hydrochlorothiazide + lisinopril (lisinopril + hydrochlorothiazide), simvastatin, venlafaxine hydrochloride (venlafaxine) and fenofibrate. In 2004, the pt started gsk denture adhesive (formulation unk). Approximately 1 year after starting gsk denture adhesive (formulation unk), the pt experienced blackout, itchy hands and feet, stomach pressure sensation of and chest pressure. The pt was hospitalized. Treatment with gsk denture adhesive (formulation unk) was discontinued. At the time of reporting, the events were resolved. Consumer reported that she began use of super poligrip cream in approximately 2004, after using super poligrip cream for 1-2 years, she experienced itching of the palms of her hands and of her feet each time she used super poligrip cream and then ate out. She reported that she does not use it at home, only uses it when she is going to eat out at a restaurant. She reported that she would have pressure in her stomach and chest area then her hands and feet would start itching. In (B)(6) 2008, she experienced the same symptoms and then blacked out. The pt was hospitalized for one night. She underwent diagnostic testing including a stress test to determine if she had experienced a heart attack. All tests were normal. She reported that she stopped use of super poligrip after her hospitalization. She reported that she used super poligrip, again, in approximately (B)(6) 2009 and she ate out, then had itching of her hands and feet and blacked out at her doctor's office.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).